Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated since the implant of a competitor left ventricular assist device (lvad). It was noted that the programmers were "not seeing" the device. Additional information has been requested, however, is unavailable at this time. The device remains in use. No patient complications have been reported as a result of this event.